Event description:
On (B)(6) 2014, another medical device company sent the following info: "on (B)(6) 2014, during a call about an unrelated event, it was reported the pt was in the hospital for peritonitis. The date of the hospitalization was not reported the cause of peritonitis was not reported. On an unk date a peritoneal effluent culture was performed and the result was fungal (not otherwise specified). Treatment was not reported." It was reported that it was a fresenius peritoneal dialysis (pd) device in use with the pt prior to the hospitalization. The pt also used disposable set and pd solutions from fresenius medical care. The outcome of the peritonitis was not specified. It was reported that the nurse denied having any further info.

Manufacturer narrative:
Defaulted to the most likely cycler; however, it is an unk device at this time. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Th initial nurse who reported the incident has been contacted and referred all matters to her nurse manager. He was contacted but has been unable to identify which pt this may be referring to or which devices were involved at this time. A supplemental MDR will be filed after the completion of the plant's eval. This report is associated with MDR 8030665-2014-00230 and 1713747-2014-99922.